Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary ==>according to the information received, it was reported that during the surgery, the anchor was broken off, (as the video shows) removed all the broken parts. No additional information could be provided. ¿ ¿the product has not returned to depuy synthes mitek, however a video was provided for review. See attachment (2024.2.21-2.mp4). ¿ the video investigation revealed that 4.75 healix advance kntlss br had part of the anchor visible in the surgical space. No anomalies could be observed. The overall complaint was unconfirmed as the observed condition of the 4.75 healix advance kntlss br would not contribute to the complained device issue. ¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Correction d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. UDI: (B)(4).

Event description:
It was reported by the healthcare professional in china that during rotator cuff repair surgical procedure, it was observed that the 4.75 healix advance kntlss br device anchor was broken off. It was reported that all broken parts were removed. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.